Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue hanger of an unspecified baxter access set broke "which also caused the tubing to snap off at the chamber". This event occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph showed only the top portion of a blue hanger; therefore, the reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.